Manufacturer narrative:
The complaint was confirmed based on x-ray provided by the dentist. The product did not return. The abutment screw was fractured upon review of the x-ray. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product did not return to manufacturer.

Event description:
The dentist reported that patient presented with a loose full arch prosthesis. The x-rays confirmed a fractured screw.